Event description:
Tass. On (B)(6) 2012 - cataract surgery meds used: tetracaine drops, 1% xylocaine hcl preservative free, vigamox drops, pred forte drops, viscoat, provisc, timoptic. Actions by facility: review of intraoperative documentation. Charts from the 4 reported tass cases were reviewed for common denominators as possible causes. The 10 unaffected cataract charts from the same day were also scrutinized for comparison. Discussion with sterile processing staff regarding any changes in the sterilization process. Results: no changes in sterile processing procedures. All 4 tass cases were done by the same ophthalmologist, as well as 10 others that were not diagnosed with tass. All of the non-tass cataract procedures were done in another surgical suite without incidence of tass. The same scrub person was involved in all 4 tass diagnosed procedures. The same circulator was involved in all 4 tass diagnosed procedures. Three pts done in the same operating room suite were not diagnosed with tass. In one of those procedures, the instrument set up was done by a different technician. All 4 affected pts take aspirin, 3 of the 4 were diabetic. Five unaffected pts also take aspirin. Different eye sets were used for all 4 reported cases. Three of the four tass pts had the abbott zcboo lens implanted. This same type of lens was used on 7 other cases w/o incident. Whether or not the guidelines set up previously for tass prevention were being followed is unk. (Implants folder during phaco with minimal hand manipulation, bss syringes filled from 15 ml bss bottles, using a sterile filter needle to draw up lidocaine and immediately discarding and placing eye instruments in sterile h2o immediately after use). Analysis from facility: common denominators: same surgeon, same staff, same surgical room and pts taking aspirin. The same scrub tech was involved in all of the tass cases as well as 12 of 14 previously tass reported procedures. The pre-operative nurse was not the same person as any of the previous cases of tass. The last reported tass case was (B)(6) 2012. Corrective action: compliance with previously established guidelines needs to be established. Tech from mem-tec was asked to come and perform quality control checks on the ultrasonic equipment. Every reported case of tass will be audited for potential common denominators.